Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead. H3: the lead was returned to medtronic, but analysis is not yet complete. An updated report will be sent once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative was asked if the cause of the impedance issue was determined, and contradictory to what was reported earlier, the representative reported that a few days after the surgery, the resistance abnormality disappeared. This time, the cause could not be determined during the operation, but since the resistance abnormality disappeared, it was speculated that the abnormal value was caused by bleeding and air during the operation.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17, b21, c20, c21, and d16 no longer apply to this report. H3. Analysis of the returned lead (serial # (B)(6) found no anomaly. Visual inspection observed at all components were ok/intact. Impedance testing was performed with a lab wireless external neurostimulator (wens), as well as both ports of the returned wens, with the electrode end of the lead in room temperature saline. Normal impedance was observed in all tests. Visual inspection was performed on the returned wens (nlj684502n). No abnormalities were observed on the outer casing or inside the battery compartment. It was found that the batteries were not returned. After installing known good batteries, the device went into discovery mode and connected to the enst application. The wens was able to communicate with the known good clinician tablet and interface with the intellis a710 app (2.0.136). Functional output test was performed on electrode pairs from session report and to all electrodes pair referencing to electrodes 0 and 8, no anomalies were identified. An impedance test was performed with a known good lab lead. The leads were placed into a saline solution and normal impedances were measured on all circuit pairs. No other issues were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the replacement of the lead and ens resolve the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-sep-2028, UDI#: (B)(4). G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a spinal cord stimulator (scs) procedure, the first lead placement had no problems with the connection, but the impedance was high (around 8000 to 10,000). When the lead connection was checked using the 8-15 contact of the external neurostimulator (ens), after the second lead was placed during the implantation of the scs device, connection failure was detected in all electrodes 4.5.6.7; when impedance was measured, electrodes 3 to 7 were displayed as 40,000 o and electrodes 4 to 7 were displayed as unusable. Considering the possibility of a foreign object on the lead, it was wiped off. They operated the lead as there may have been some bleeding near the electrode, causing the impedance measurement to be high but even after carrying out the above two steps, the indication "poor connection, cannot be used" for electrodes 4-7 did not change. They reiterated that they tried reconnecting the lead and ens, wiping them with dry gauze, and wiping them with wet gauze, but no matter what they did, the poor connection and abnormal impedance remained the same. Suspecting that there might be a problem with the ens side, they had it replaced with a 0-7 contact, but the same message was displayed indicating that it could not be used, so they suspected a defect with the lead and replaced it with a new electrode. After placement, impedance was measured again using the ens, which again indicated a poor connection, so then when the ens was replaced, the connection was found to be ok. Furthermore, when the first lead was connected to ens, the indication "connection ok" was confirmed for both 0-7 contact and 8-15 contact. A lead defect was suspected, and a new lead was opened and used. It was noted the issue was resolved at the time of report. No symptoms were reported.